Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having additional drive for cage backout. It was reported that after the initial operation, it was confirmed via x-ray that the cage was dislodged towards the entry side. Emergency anterior surgery was also performed during posterior fixation. The cage was about 1 cm back in 3 vertebrae in the approach direction. There was a delay of more than 60 minutes in the overall procedure time. Procedure performed in initial surgery was oblique lateral interbody fusion l2/3, (B)(6). There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review indicated that the ap x ray of l 2-3, l 3-4, l4-5 shows anterior/lateral interbody grafts present. Dated (B)(6) 2025. Ap x ray dated (B)(6) 2025, all three interbody grafts looks translated, worst at level l3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.